Event description:
On (B)(6) 2014, the patient contacted animas alleging that they experienced a blood glucose (bg) as high as 600 mg/dl with a severe headache. The patient stated that she was priming the pump, but no insulin was coming out of the infusion set tubing. It was reported by the patient that she used an insulin syringe to correct her bg levels between (B)(6) 2014 and (B)(6) 2014. During troubleshooting, the prime history showed 15.5 units primed after a cartridge change on (B)(6) 2014, but the patient stated she was not watching closely for drops and cannot recall if she saw any drops of insulin at the time. The prime history was reviewed for the day of the complaint, and it revealed 101.7 units primed; however, the patient stated that she did not see any drops of insulin during those primes either. The patient denied the smell of insulin or any moisture in the cartridge compartment. The patient filled a new cartridge at the time of the call and successfully completed a rewind, load, and prime sequence and saw drops coming from the end of the tubing. It was revealed that the patient may have previously forgotten to fill the cartridge before putting it in the pump. The patient remained on the pump at the time of the call. Customer technical support (cts) reviewed the importance of priming until drops of insulin are seen and advised the patient to monitor bg and call back with any further issues. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not filling the cartridge prior to loading the cartridge in the pump.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.